Event description:
It was reported that a pump triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended due to the alarm, but they resumed insulin delivery without waiting the recommended time. Technical support instructed the customer on cleaning procedures and provided tips to prevent future altitude alarms, after which the pump operated normally without recurring alarms.